Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during set up touchscreen does not always respond when making parameter changes but calibration passed, nav-ring is functional, requests part number to replace. The rse provided parts ID for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and, therefore, cannot be determined.